Event description:
The advocate called for help with the customer's contour meter. The customer performed a blood glucose test during the call. After the customer tested, the advocate was trying to help her with her lancing device when she received an accidental needlestick from the used lancet. No other info was provided. No product will be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers so it is not possible to determine a mfg date. Lancing devices are also not 510k cleared.